Event description:
The customer's mother reported via phone call that the buttons on the insulin pump were not working. The customer stated that her son's insulin pump locked on him at school and found that buttons were unresponsive. No significant events leading to the alarm were observed. The customer's blood glucose was 220 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The functional tests could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube.

Manufacturer narrative:
This information was not included with the initial medwatch report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.